Event description:
Patient in or (operating room) on propofol and levophed drips. Alarms for "air in line" and "upstream occlusion" kept alarming. Patient's map (mean arterial pressure) decreased into the 50s during medication interruption. Restarted medication on new pump and issue recurred. Rescue medications needed to be given to support patient's blood pressure while attempting to troubleshoot alarms. New bags and tubing were then obtained and tried and alarms resolved. Afterwards, microscopic air bubbles could be seen, but no accumulation of air was present. There was not any apparent way of removing those microscopic bubbles, as clicking the tubing and letting the solution run free into disposal did not move most of them.